Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited loss of capture (loc). Technical services (ts) was consulted and recommended further left ventricular (lv) lead evaluation. The device remains in service. No adverse patient effects were reported. Additional information obtained, lv lead was reconfigured to an alternate vector and is working fine now. It was confirmed through device-based testing.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited loss of capture (loc). Technical services (ts) was consulted and recommended further right ventricular (rv) lead evaluation. The device remains in service. No adverse patient effects were reported.